Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address pain and elevated ion levels.

Manufacturer narrative:
Patient was revised to address pain and elevated ion levels. Doi (B)(6) 2007 - dor (B)(6) 2013 (right hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed at this time.

Event description:
Update 03/04/2016 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, increased metal ions, and metallosis. The stem is being added to the complaint. The complaint was updated on: 03/16/2016.

Manufacturer narrative:
Additional narrative: update: 11/2/15 - litigation received. There is no new additional information that would affect the investigation. Update 3/4/16-pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, increased metal ions, and metallosis. Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head. Per procedure, this device is exempt from device history record review. A search of the complaints databases identified no other reports against the remaining product/lot code combinations. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.